Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported condition of an occlusion alarm was confirmed as an f-2 alarm. The cause of the reported condition was due to a damaged latch roller. In order to resolve the issue the latch roller was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump had experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.